Event description:
Failed no sensor (device issue). No adverse event (no adverse event). Case description: this initial device case report was received on (B)(6) 2014, from a respiratory therapist (rt) in the u.s. Who called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no harm was reported. On (B)(6) 2014, the rt reported a failed no sensor on inomax dsir# (B)(4). The reported stated that the disposables were replaced, low cal and no high cal were performed, but the failure remained. The patient was placed on a backup device and the backup device functioned as expected. The device was switched out. Inomax dsir# (B)(4) was removed from service and returned to ikaria for service evaluation. Case comment: on (B)(6) 2014: this device case did not result in an adverse event, however it is being reported because a similar device issue occurred in the past that resulted in a serious adverse event ( refer to MDR#: 3004531588-2013-00022).

Manufacturer narrative:
On (B)(6) 2014, a respiratory therapist (rt) called to speak with ikaria technical services regarding a device issue with inomax dsir# (B)(4). The device was in use on a patient at the time of the device issue and no harm was reported. (Complaint(B)(4)). The device investigation was completed on (B)(4) 2014. Evaluation summary: inomax dsir# (B)(4) was returned to the manufacturer for service investigation. The ikaria regional service ctr (rsc) confirmed the reported complaint of failed no sensor alarms and cleared the alarm with high and low calibrations. The service log review confirmed the reported complaint and revealed a delivery failure which was followed by a failed low no cell calibration due to low counts above maximum followed by the reported failed no sensor alarms. The rsc replaced the no cell. A full functional test was performed and the device operated according to specifications so it was returned to the device service pool. The root cause for this incident was no cal low counts above maximum. This condition will be tracked and trended under ikaria's quality system. This case did not result in an adverse event: however it is being submitted to regulatory authorities because of a similar failure occurred in the past which resulted in a serious adverse event (MDR 3004531588-2013-00022).